Event description:
It was reported that the ilet user inadvertently left the plastic needle guard on when applying the prior infusion set, leading to elevated blood glucose and requiring an infusion site change and continued pump corrections. Symptoms included hyperglycemia with a reported peak of 373 mg/dl. Outcomes included no health consequences or impact. Investigation included user communication and interviews as well as analysis of information provided by the user. Investigation of this case revealed no device problem; a usage problem was identified related to an incorrectly deployed infusion set. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.